Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had short interval counts (sic) and decreased r-waves. It was noted that the patient had a myocardial infarction possibly leading to scar tissue and poor sensing. The pace/sense portion of the rv lead was capped and replaced. The high voltage portion of the rv lead remains in use. It was further reported that during the replacement procedure, the pace/sense lead was bent during the implant attempt. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated stretching and damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).